Event description:
A customer contacted baxter's technical service center to report feeling distended during a previous therapy session during drain 4. The home patient's (hp) fill volume was 2000mls and his drain volume was 3265mls. These values meet increased intraperitoneal volume criteria. The hp reported experiencing abdominal distension during this therapy session. Product surveillance contacted the peritoneal dialysis (pd) nurse who stated he was aware that the home patient (hp) had experienced some bloating issues, but they have been resolved since the hp received a new home choice machine. The nurse did not know when during therapy the hp experienced these issues. He did not know if the hp connected before connect yourself was displayed or if the hp pressed go prior to closing clamps at the end of therapy. The nurse was unaware if power was lost while the hp was connected. The nurse did not have any additional details of this incident. The nurse stated the hp is doing well on therapy at this time.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of an increased intra peritoneal volume (iipv) was evaluated by the product analysis lab (pal). The pal did not confirm any failure or malfunction of the device that could have caused or contributed to the reported problem. The most probable cause was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the min drain volume threshold. The device was routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery